Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to incontinence and frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, and frequency. It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient experienced infections post implantation of mesh. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.